Event description:
The customer reported that the device jaws stuck shut with tissue between them and would no longer open. No further info was available as to how the device was removed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.